Event description:
Same cases as MDR ID 2134265-2014-01779, 2134265-2014-01778. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an unknown bsc imaging catheter and a sled. During the procedure, when the physician activated the automatic pullback function, the sled did not allow the mdu to move. The procedure was completed by changing to another sled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).